Event description:
Per independent repair center statement, the unit is alarming or has a red light. The key failure was the hose clamp for the manifold was stripped out. Additional malfunctions include the filter box was dirty.